Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that there was a hole in the hose near the muffler area failed hose verification test. During service/repair, it was determined that the rotations per minute (rpms) was below specification failed rotational speed assessment. It was determined that the vanes were worn out. It was further determined that the issues were consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had a hole close to the part where the device attached to the foot pedal. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) was below the specification ¿ failed rotational speed assessment. There was no delay to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.